Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump dispensed insulin during the load cartridge step. The reporter indicated that the tubing was already primed and when the load step was occurring insulin came out of the tubing. This report is being made based on the alleged load step malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): during evaluation the pump was able to rewind, load and prime successfully. A review of the pump history does not show any activity outside normal use. The pump was opened and no issues were found with the force sensor circuit. No defects were found with the pump.